Event description:
Patient was revised to address pain and acetabular loosening. Update: (B)(6) 2011 - litigation papers received. Added patients middle initial and the year he was born. Litigation alleges that patient experienced excessive levels of cobalt and chromium in his blood. The femoral head was added. There is no new additional information that would affect the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.